Event description:
Reporter alleged obtaining discrepant blood glucose results of 50mg/dl back to back with a result of 120mg/dl when testing was performed within 5 minutes on the advantage system. Customer reported experiencing a low blood glucose symptom of 'shaky'. Customer reports self-treating by eating a popsicle, no other action or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.